Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported the oximetry sensor presented intermittent reading. No patient impact or consequences were reported.

Event description:
The customer reported the oximetry sensor presented intermittent reading. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned sensor was evaluated. Visual inspection upon receiving revealed no external damage. The sensor failed continuity tests, due to a broken solder joint on the red conductor at the emitter solder joint assembly. The sensor functioned intermittently. The sensor was able to obtain spo2 and pulse rate values when the intermittent connection was held in normal operation. When the intermittent connection was held in normal operation and then manipulated to "open" non-functional condition the device went into alarm condition (audibly and visually alarmed) and ¿replace sensor¿ error message was displayed. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6) initial reporter phone # is entered as (B)(6) to meet the maximum allowable characters. Initial reporter phone # is (B)(6). Corrected data: model # was updated from 2329 to 2329-9.